Event description:
It was reported that the patient presented for a device implant procedure on (B)(6) 2022. During the procedure, it was noted that the right ventricular lead had been damaged. The lead was not used and was replaced. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the lead helix extended and clogged with blood/ tissue. X-ray examination of the lead found the inner coil inside the connector region was overtorqued. After cleaning, the helix was able to retract and extend by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event was isolated due to the helix being clogged with blood/ tissue and overtorque of the inner coil which is consistent with procedural damage.

Manufacturer narrative:
Correction: information received indicates that only lead helix was damaged.

Event description:
New information received notes that during procedure, the lead helix was damaged.